Manufacturer narrative:
(B)(4).the sample was not available.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not being connected when therapy initiated. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 which occurred during initial drain. The home patient (hp) was never connected. The technical services representative (tsr) explained the air alarm. The hp had already cycled the power. The tsr instructed the hp to cycle one more time and close all the clamps. The hp to start over with new supplies. No patient injury or medical intervention was reported.